Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information confirmed there were no issues with the jagwire used in the procedure; the same jagwire was used to complete the procedure. It was also confirmed that no other visible issues were noted to the device during the event. It was confirmed this was the first time the device was used. Investigation results: visual evaluation of the returned complaint device revealed the balloon to be burst. Inspection of the catheter of the device revealed a dent and a small crack in the guidewire lumen side of the catheter near the balloon. In addition, damage to the c-channel was noted; the damage to the c-channel created a jagged edge. Visual analysis confirmed that there were no interlumen leaks in the catheter. Functional testing was performed; the guidewire was loaded at the introducer and was advanced through the distal tip successfully. Although the investigation could not confirm the complainant's report that the guidewire would not advance through the catheter, the condition of the returned incident device suggests that difficulty was experienced while advancing the guidewire and is consistent with the reported event. The dent noted in the catheter most likely occurred during device advancement, while the crack noted in the catheter and damage to the c-channel of the device may be due to excessive force used in guidewire removal. Balloon burst most likely occurred due to contact with a sharp exterior source (such as a stone). Therefore, the most probable root cause for this event is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the device.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor rx retrieval balloon was used during a bile duct stone removal procedure performed on a female patient on (B)(6), 2011 (patient age and weight are unknown). According to the complainant, during the procedure, the device was inserted along a jagwire (bsc) inside the patient; however the guidewire got stuck around 4cm from the tip of the extractor rx balloon. The device was removed from the patient and a crack was noted at the tip of the guidewire lumen. The procedure was completed with this extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the event have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor rx retrieval balloon was used during a bile duct stone removal procedure performed on a female patient on (B)(6), 2011 (patient age and weight are unknown). According to the complainant, during the procedure, the device was inserted along a jagwire (bsc) inside the patient; however the guidewire got stuck around 4cm from the tip of the extractor rx balloon. The device was removed from the patient and a crack was noted at the tip of the guidewire lumen. The procedure was completed with this extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the event have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.